Event description:
Patient's mother reports hospitalization due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. No conclusions can be made at this time.